Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intraoperative the set screw felt loose the first time it was screwed in and the screw dropped out after several attempts. The implantable pulse generator (ipg) was replaced. No patient complications have been reported as a result of this event.